Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude or poor morphology, and undersensing. Technical service reviewed device data, and provided recommendations for lead integrity testing. And x-ray imaging. This ra lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).